Event description:
It was reported the device was used during a laparoscopic colectomy. It was reported by the rep the tsb45 was fired to transect the sigmoid colon. The stapler fired, but the staples did not form, and the bowel was cut but not closed. Another tsb45 was opened and fired and the same problem occurred. The case was completed by opening the patient.